Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the one touch ultra2 meter is giving inaccurate low readings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with diabetes oral medication, diet, and exercise. The inaccuracy first began three days prior at 7pm. The patient reported blood glucose results of "23, 42, and 43 mg/dl" with a lifescan meter and "343 mg/dl" on another meter, performed more than 30 minutes of each other. To compare meter to other meter results, the readings should be taken within 30 minutes, per lifescan's criteria for accuracy comparisons. The patient indicated that he had developed symptoms described as "sick and weak" two hours prior to the onset of the alleged inaccurate low issue. On two days later at 2pm, the patient obtained a blood glucose reading of "448 mg/dl" on an unspecified meter at the emergency room. At 2:15, the patient's healthcare provided the patient with lantus insulin. At 6pm, the patient obtained a blood glucose reading of "148 mg/dl" on an unspecified meter. In addition, the patient claimed that he took action by taking more food/drink at 2pm and 6pm on the same day. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms, such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported, because the patient claimed he received treatment with insulin after the alleged inaccuracy issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.